Manufacturer narrative:
Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The silver lock at back of the end effector was broken and would not stay locked into the end effector.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The silver lock at back of the end effector was broken and would not stay locked into the end effector.